Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. The assignable cause for the iipv found in the log review was insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Review of the service dates and activities revealed the previous return of the device was not for the reported problem of iipv. The device met specifications. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2011 during drain cycle 3. The programmed fill volume was 2700ml and the total ultrafiltration (uf) volume was 1653ml. This uf volume meets baxter's iipv criteria. There was patient involvement but no patient injury or medical intervention was reported.